Event description:
It was reported that the patient's lead had migrated out of the epidural space, confirmed by x-ray. As a result, the lead was explanted and replaced. Effective therapy was restored post-operatively.